Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-feb-02 regarding a patient receiving lioresal (2000mcg/ml at 125mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that there was a suspected pump pocket infection identified during pump replacement surgery on (B)(6) 2019. When the pocket was opened, it presented with pus. The pump was replaced due to elective replacement indicator (eri). There were no known environmental, external, or patient factors that may have led or contributed to the issue. Cultures were taken during surgery on (B)(6) 2019 and no new pump was placed at that time. The hcp was to evaluate for a new pump in the future. The issue was resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.